Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Programmer frozen on the hour glass please wait screen and would not boot. Error found in the programmer error log. Analysis also found a loose ECG (electrocardiogram) connector on a printed circuit board assembly and a noisy system fan. (B)(4).

Event description:
It was reported the programmer was frozen. Running the service disk was tried but the programmer was still frozen. The programmer was returned for repair. No patient complications were reported as a result of this event.